Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The tubing set was used to deliver unspecified medication, at an unspecified rate. At an unspecified time, an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.